Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, damage of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue. Additionally, it was noted the inability to write error log on sd card.